Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced spots and painful lumps along with problems related to the pump turning off and an injection site infection which occurred two months prior, which was treated with antibiotics. The patient also experiences painful nodules at the injection sites and therefore replaces cannulas daily. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.